Event description:
According to the event description: medication IV cyclosporin 50mg in 50ml normal saline prescribed for 7.5hrs and it infused within 2hrs. Informed the consultant at the same time and the doctor reviewed the patients and there was no adverse reaction to the patient and no pain or any discomfort reported. All I know is that the patient was not harmed. It was a drug infusion, and the patient was examined by a consultant. I have the same information as I sent to you. Iwas not directly involved.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 12769. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The device history files from 2024-07-01 were investigated. A space line was selected and the infusion started with a rate of 6,67ml/h and a volume of 50ml over 7 hours and 30 minutes. During the infusion, the air bubble alarm could be found several times. 3 hours later the line was extracted. No other abnormalities were found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,42 bar (should be: 0,1-0,7 bar) pressure stage 9: is: 1,08 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 1,90 bar (should be: 1,8-2,5 bar) pmin: is: 1,63 bar (should be: >1,5 bar) safety clamp was checked: pmin: is: 1,58 bar (should be: >1,2 bar) the device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,02%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. For checking the air-sensor a space line was filled with water and was inserted in the infusomat. With the operating unit closed, a value of 39mv (rated value < 100mv) was measured for the air and a value of 1744mv (rated value between 1100mv[?]2250mv) was measured as water equivalent. All measured values are within our specification. Furthermore the pump was started with a rate of 250ml. With the help of an omnifix-h 1ml syringe scattered bubbles of 0,1ml and 0,25ml were injected to test the correct function of the air sensor. All measured values are within our specification. 3.6 disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues on the emc protection shield, the bottom inner frame and the lower housing. 3.7 test equipment: description: typ nr.: lab.-ID.-nr. Sika mh3151 qf04198 3.8 for examination used disposables: description: ref.: lot: infusomat space line 8700036sp 24d21e8st1 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.